Event description:
Resident in hill rom bed with mason overlay alternating pressure mattres. 1/2 side rails up x2. Resident had declining health condition leading to death. Resident was found by nursing staff with lower portion of body off bed and upper portion on bed with left arm and lower rib cage between mattress and bed rail.